Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level above 600 (mg/dl). Reportedly, a pump malfunction occurred that stopped all insulin delivery prior to ER visit. While in the ER, the customer was treated with intravenous insulin and released when bg levels stabilized to 150 (mg/dl). The customer reverted to manual injections for diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was found.